Event description:
Reporter stated that caller from facility reported that the unit had a free flow occur when solution was observed running into the final bag when the unit was not running. The facility does prestretch tubing which is not recommended. The unit will not be returned for evaluation.